Event description:
Advanced bionics was made aware of a device failure. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.